Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that both system and normal mode diagnostics resulted in high lead impedance during a second follow up visit with the current treating neurologist. No pt trauma or manipulation as well as medication changes have been reported. The pt's generator was programmed to 0 ma. Further info from the surgeon's office revealed the pt underwent full replacement surgery of both lead and generator due to the previously reported high impedance. Good faith attempts to obtain product return have been unsuccessful to date.